Event description:
Information from (B)(6) clinical database.treatment of an aneurysm. Post procedure, it was reported that the patient experienced headaches that were thought to be related to thrombosis of the aneurysm.the issues subsequently resolved and no injuries were reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation because it was implanted in the patient.(B)(4).